Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Hematoma and other possible adverse effects of vascular access procedures are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no evidence to suggest the device was out of specifications. The probable root cause, based on available information, is patient factors.

Event description:
This was a peripheral diagnostic case. The patient was not obese. Scarring and moderate calcification were noted, but there was no tortuosity. The initial access puncture was satisfactory. The axera procedure was completed without incident. The sheath was removed and manual compression held. After 3 minutes, it appeared that hemostasis had been obtained, but after interrogating the site, the artery began to bleed again and manual compression was reapplied. The tech had difficulty controlling the bleed. After 15 minutes, the bleeding ceased and a hematoma was noted. A pressure dressing was applied and the patient was sent to recovery. While in recovery, the patient began to bleed again and developed a very large hematoma. The patient vagaled with a systolic blood pressure of 60. The patient was placed in trendelenburg position and atropine/fluids were given until her pressure returned to normal. Manual compression was held during the entire process. A femostop was placed on the site and the patient was maintained for observation overnight. The physician believes that this issue is related to patient factors.